Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. Without additional information or return of the device the cause cannot be determined and clinical observation cannot be confirmed. If additional is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient underwent a valve-in-valve procedure due to unknown reasons. Implant duration of the pre-existing 21mm aortic surgical valve is approximately 11 years. A transcatheter valve was successfully performed without complications. No additional information was provided.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration which can encompass multiple failure modes. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event to confirm the clinical observation.

Event description:
Edwards received additional information that this surgical valve had a transcatheter valve implanted (valve-in-valve) due to severe aortic stenosis. There were no complications and post-operative echocardiogram revealed a well-seated valve. The patient was discharged home on pod #5.